Manufacturer narrative:
Customer technical support "cts" initiated return merchandise authorization "RMA" process to returned the centrifuge for investigation. (B)(4) distributor to provide customer with a replacement centrifuge. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke during use of a statspin ssvt-1 centrifuge. Customer also states, the power cable flew out of the back of centrifuge. Customer performed a visual inspection and alleges the power cord to show signs of overheating. Customer also noted a burning smell originating from the centrifuge after the event. Customer confirms no fire, no smoke, no parts escaped, and no injury. No reports of sample loss or erroneous results due to this event. Customer did not provide histoy records or purchase date associated with broken rotor. Customer confirms the use of shield at the time of incident and all components stayed contained within the centrifuge.